Manufacturer narrative:
Patient sample was collected in a 7ml lihep plasma tube. Customer centrifuges samples on the automation line for 8 minutes. Centrifugation speed has not been supplied to date. Both levels of tsh qc were within the customer's established ranges prior to and on the day of the event. Additional system information has not been supplied to date. On (B)(4) 2011, bci field service engineer (fse) performed a high sensitivity system check, a carryover test, 10 replicate level 2 tsh qc precision tests on each of the 4 reagent pipettors, pipettor diagnostics, a 100 replicate lumap test on the wash carousel and a dark count reading test. No issues were noted. The national hardware specialist recommended disabling reagent pipettor #3 as the erroneous result was generated off of that reagent pipettor. Fse replaced reagent pipettor #3 and transducer. Fse verified pipettor voltages on all 4 reagent pipettors. Fse then primed the system and performed a 25 replicate ultrasonic wet/dry test on the pipettor which passed within instrument specifications. Although hardware concerns were addressed, a clear root cause has not been determined to date for this event.

Manufacturer narrative:
This follow up report is submitted to correct patient identifier.

Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxi 800 access immunoassay system generated a lower than expected htsh result within the normal reference range for one (1) patient. The result was reported out of the lab. Subsequent testing on the original instrument and an alternate instrument generated higher results above the normal reference range. Results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.